Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that she felt her battery move over the weekend. The patient felt like it was continuing to move within the pocket site. The patient was referred to the implanting healthcare provider for evaluation. The issue was not resolved at the time of the report. No patient symptoms reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the manufacturer representative reported that she felt her device had shifted again and was moving towards her pelvis. The patient stated she couldn't recharge which was clarified to mean she didn't feel comfortable recharging. Use of an abdominal binder was reviewed and the patient was going to have the battery replaced the next thursday. The consumer indicated that the patient did seem to fiddle with the device when it was reviewed not to touch it.